Event description:
Advocate called stating that customer received a control test of 70mg/dl on her contour meter. Normal control range is 111-153mg/dl. Replacement meter and strips were sent. Customer strips are to be returned for eval.